Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody fluid under the laser area of the coulter lh 780 hematology analyzer. Customer reported the volume of the leak was three cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the source of the leak was the tubing from the mix chamber to the flow cell. The fse replaced the affected tubing. The fse did not observe any further evidence of leaking after the repair.

Manufacturer narrative:
(B)(4).